Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose (bg) was 504 mg/dl. Reportedly, the infusion set was changed to address the issue and bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.